Event description:
Pt was a (B)(6) male with basilar artery (ba) occlusion. Merci retriever v 2.0 firm was used for life saving purpose as the pt had experienced basilar artery (ba) occlusion during urokinase (UK) selective arterial injection. One pass was made with a v 2.0 firm retriever for the ba occlusion. Pt had a thrombolysis in cerebral infarction (tici) score of 2b after treatment. Vasospasm of ba occurred after inserting the retriever (the pt recovered from the symptom quickly). Subarachnoid hemorrhage (sah) at interpeduncular cistern and ambient cistern were confirmed on a post-operative CT scan. Tissue plasminogen activator (t-pa) was not administered during procedure. Supportive care was performed for the sah as a medical intervention. Physician stated that the cause of the vasospasm is unk and that the sah is probably attributed to hemorrhagic infarction.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.0 firm device could not be reviewed.